Manufacturer narrative:
D6, other #: 425 is a packaging date code which denotes the day this product was packaged. The packaging date code facilitates traceability of the product. Part number 709-050.

Event description:
Periodontist stated that he surgically uncovered pt's impacted upper right cuspid and bonded a lingual cleat to it; he also stated that this is one of the more common procedures which he performs. At a subsequent appointment, periodontist noted that pt had removed the elastomeric chain attached to the lingual cleat and that the cleat had separated from its base, leaving only the base of the lingual cleat attached to the pt's cuspid tooth. Pt's cuspid tooth had subsequently receded under the gum tissue, which required a second surgical procedure in order to replace the lingual cleat. Periodontist stated that pt's prognosis is excellent.